Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported 10 mg/dl on customer's active system, 126 mg/dl on neighbor's active system. Strips from the same vial used with both meters. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because the returned test strips were wet, stuck together, and discolored.